Event description:
Customer states: after several hours of intubation, leak occurred and the tube was replaced. The customer reported that five days later the replacement tube failed in the same manner. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation. Without the actual complaint sample being returned for analysis we are unable to determine the cause for this specific event however; previous investigations has been performed related to cuff inflation/deflation and investigation efforts have been addressed in corrective and preventative actions. Information has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if additional action is required.